Manufacturer narrative:
For one event, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the customer performed precision testing with failing results. The customer verified the calcium wash sequence and system detergent consumption were ok. The customer checked the gear pump and performed a performance test. The field service engineer decontaminated the instrument and replaced a sample probe. He performed precision testing. For one event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For one event, the investigation is currently ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable low results were generated by cobas 8000 c (701) module analyzers. The events involved 4 patients with the following: 2 questionable results for ca2 calcium gen.2. 1 questionable result for albumin. 1 questionable result for phos2 phosphate (inorganic) ver.2. Two patients were aged 26 - 66 years old. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. Two patients are male. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For the pending events, the investigation determined the service actions resolved the issue. The followup actions were that the field service representative replaced the sample probe, cleaned the rinse mechanism, and performed adjustments.